Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the stent delivery system (sds) found contrast in the inflation lumen, consistent with preparation. The stent implant was returned dislodged from the sds and returned inside the orange protective sheath, confirming the reported dislodgement. The first three rows of the proximal end were smashed. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a kink in the distal shaft 15.5 cm proximal to the proximal balloon seal. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent dislodgement. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The inner diameter of the flared end of the protective sheath and the outer diameters of the stent implant were measured and met manufacturing criteria. In this case, it is possible that during preparation, positive pressure was applied to the sds, slightly expanding the stent, such that when the protective sheath was removed, the stent dislodged; however this could not be confirmed. Further handling of the stent during packaging, handling and return to abbott vascular for analysis could have contributed to the noted stent damage. Based on the device lot history record review and query of similar incidents for this lot, there is no indication of a product quality deficiency.

Event description:
The procedure was to treat an acute myocardial infarction patient. It was reported that when the protective sheath was removed, during preparation of the 3.5 x 18 mm vision, the stent dislodged from the balloon. There was no force or resistance noted. The vision was not used and there was no patient involvement. A non-abbott stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.